Manufacturer narrative:
Product complaint (B)(4). Photo evaluation summary: it was reported that: firing issues, malformed staples. Upon visual inspection of fourteen photos, the following was observed: the photos from 1 to 7 and 9 show tissue handling by surgical instrument and some staples could be observed properly formed. The photos 8 and from 10 to 14 show tissue with some unformed staples in the tissue. Please noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photos reviewed, the event described is confirmed.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Sigmoid cancer. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What surgical procedure was performed? Robotic assisted sigmoidecotmy. What healthcare professional fired the device and what is his/her experience with the device? Surgeon with more than 8 year¿s experience and usage of cdh. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No, but no crash was heard or felt. Were the donuts inspected? If so, please describe. The donuts were inspected and were intact/fine. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Is the stoma temporary or permanent? Permanent. What is the current status of the patient? Dead. Can you confirm that the device was discarded? If so, why? According to the healthcare staff in room, they thought that contaminated products should be discarded, although several reminders. Subsequent additional information was requested and the following was obtained: what was the date of the initial surgical procedure? September 2nd. Were the photos taken during the initial surgical procedure? Yes. Can a detailed timeline of events leading up to the patient¿s death be provided? Information can be collected, not available now. Can operative notes or an autopsy report be provided? I can check. Was there a reoperation? If so, what was were the indications for the reoperation and what was done? What was the date of the patient death? Yes, there was a reoperation. Need to check for more information, but the patient had a bad lung status and was very ill due to that. Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Probably not, due to patient comorbidities. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Will check. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You indicated that you are attempting to collect more information from the surgeon. Can a detailed timeline of events leading up to the patient¿s death be provided? Please include the date of the initial surgery, dates of any reoperations/treatments, and the date of the patient death. Can operative notes or an autopsy report be provided? Was there a reoperation? If so, what was were the indications for the reoperation and what was done? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Manufacturer narrative:
Product complaint (B)(4). Updated photo evaluation summary: upon visual inspection of fourteen photos, the following was observed: the photos from 1 to 7 and 9 show tissue handling by surgical instrument and some staples could be observed properly formed. The photos 8 and from 10 to 14 show tissue with some unformed staples in the tissue. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photos reviewed, the event described is confirmed.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Is the stoma temporary or permanent? What is the current status of the patient? Can you confirm that the device was discarded? If so, why?

Event description:
It was reported that during an unknown procedure, when firing the instrument, no crashed was heard or felt. When testing the anastomoses it was totally open. The surgeon could see that the staple legs was not bent, they were completely open. The patient got a stoma instead of an anastomosis.